Manufacturer narrative:
(B)(4). Investigation: a service call was placed for this incident. The service rep found no problems. All tests passed within specifications. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The configured ac infusion rate on the machine is set at 1.1 ml/min/ltbv. Root cause: undetermined; these were likely citrate reactions which can be possible during procedures using acda, it is likely that the reactions were exacerbated by the higher ac infusion rate being used for the procedures. Corrective/preventive action: the clinical support specialist suggested to the customer that they consider configuring the ac infusion rate for wbc procedures at the default value of 0.8 ml/min/ltbv in order to mitigate the possibility of ac reactions.

Event description:
The customer reported that on two separate occasions during stem cell collections on healthy donors for research, the donors experienced anticoagulant reactions with nausea, vomiting, lightheadedness, and slight drop in blood pressure (actual blood pressure numbers are not available). Both donors received a bolus of 400mls of saline during the procedure. There was no further medical intervention required. This record was escalated to a reportable event on (B)(6) 2011 because the customer requested a service call on (B)(6) 2011, due to alleged increased frequencies of donor reactions on this equipment.

Event description:
The customer reported that on two separate occasions during stem cell collections on healthy donors for research, the donors experienced anticoagulant reactions with nausea, vomiting, lightheadedness, and slight drop in blood pressure (actual blood pressure numbers are not available). Both donors received a bolus of 400mls of saline during the procedure. There was no further medical intervention required. This record was escalated to a reportable event on (B)(4) 2011, because the customer requested a service call on (B)(6) 2011 due to alleged increased frequencies of donor reactions on this equipment.

Manufacturer narrative:
(B)(4). Investigation: a service call was placed for this incident. The service rep found no problems. All tests passed within specifications. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. The configured ac infusion rate on the machine is set at 1.1 ml/min/ltbv. Root cause: undetermined; these were likely citrate reactions which can be possible during procedures using acda, it is likely that the reactions were exacerbated by the higher ac infusion rate being used for the procedures. Corrective/preventive action: the clinical support specialist suggested to the customer that they consider configuring the ac infusion rate for wbc procedures at the default value of 0.8 ml/min/ltbv in order to mitigate the possibility of ac reactions.